Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent bilateral inguinal hernia repair surgery on (B)(6) 2008 and mesh was implanted. It was reported that the patient experienced chronic bilateral groin pain and discomfort. It was reported that the patient underwent recurrent bilateral inguinal hernia repair surgery on (B)(6) 2009 during which the surgeon noted the previously placed mesh in the right groin was greatly adhered to the inferior epigastric vessels and to tissues around the femoral vein. It was further noted that the previously placed mesh in the left groin was so greatly adhered to the inferior epigastric artery and repair of a tear in the femoral vein were necessary. Plaintiff was implanted with mesh. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 02/25/2021. Additional information: a1, a2, b7, d3, g1, g4.